Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the getting low flow alert in an arctic sun device. Already tried disconnected and reconnected multiple times. Device primed to zero water flow rate (wfr). Walked through stop therapy, disconnect and placing in manual control at 10c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 11c, outlet control temperature (t2) was 11c, inlet temperature (t3) was 10c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 53 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 3, system hours were 10792.7 and pump hours were 10353.3. Had add pads back while still in manual control. System diagnostics showed that the outlet monitor temperature (t1) was 10.3c, outlet control temperature (t2) was 10.4c, inlet temperature (t3) was 11.3c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -1 psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 0. Walked through disabling manual control. Discussed swapping out, but they were in the middle of a procedure. Nurse would swap out and call back if additional assistance was needed.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling was reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the getting low flow alert in an arctic sun device. Already tried disconnected and reconnected multiple times. Device primed to zero water flow rate (wfr). Walked through stop therapy, disconnect and placing in manual control at 10c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 11c, outlet control temperature (t2) was 11c, inlet temperature (t3) was 10c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 53 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 3, system hours were 10792.7 and pump hours were 10353.3. Had add pads back while still in manual control. System diagnostics showed that the outlet monitor temperature (t1) was 10.3c, outlet control temperature (t2) was 10.4c, inlet temperature (t3) was 11.3c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -1 psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 0. Walked through disabling manual control. Discussed swapping out, but they were in the middle of a procedure. Nurse would swap out and call back if additional assistance was needed.